Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 253 mg/dl to 55 mg/dl at the time of the call. The customer used juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the insulin pump over delivered. Customer reported issues with highs of 300 mg/dl or higher since (B)(6) 2017. The customer experienced symptoms of highs such as abdominal pain and fatigue. Troubleshooting was completed for the highs. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, displacement accuracy test, basic occlusion test, occlusion test, force sensor test and displacement test. No over or under delivery anomalies were noted. The device was received with cracked retainer, minor scratches on case and minor scratches on lcd window.